Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the micron filter was clogged with intralipid fat emulsion. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 20067250 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the as lvp 20d 1.2m was blocked/occluded during use and the nurse could not pull fluid through with a syringe. The following information was provided by the initial reporter: "bd alaris pump tubing with inline 1.2 micron filter clogged with intralipid fat emulsion. Lipids had been running for approximately 16 hours. After removal, rn attempted to pull fluid through with a syringe and was unable to despite maximal force. 24 hours later, this submitter was able to attach a stopcock and pull fluid through the filter with no issues, although did feel to be higher than expected resistance."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on date via medwatch #(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d 1.2m was blocked/occluded during use and the nurse could not pull fluid through with a syringe. The following information was provided by the initial reporter: "bd alaris pump tubing with inline 1.2 micron filter clogged with intralipid fat emulsion. Lipids had been running for approximately 16 hours. After removal, rn attempted to pull fluid through with a syringe and was unable to despite maximal force. 24 hours later, this submitter was able to attach a stopcock and pull fluid through the filter with no issues, although did feel to be higher than expected resistance."